Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
According to the complainant, the epidural catheter line broke close to the filter section. No patient harm was reported.